Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. The manufacturer of the tampon was never identified/confirmed.

Event description:
The mother reported her (B)(6) daughter had the stomach flu for a week with vomiting the last two days of the week. Her daughter woke up and was short of breath. While she was getting dressed to go to the ER she passed out. Ems was called to their home, her daughter was found unresponsive and asystolic, CPR was done. She was unresponsive upon arrival to the emergency room. CPR and meds were attempted for an hour, unfortunately a normal heart rhythm was never obtained.

Manufacturer narrative:
Based on information received by kimberly-clark, a security® tampon may have been used in this adverse event. However, the manufacturer of the tampon was never identified. A medical device report had not been filed for this adverse event within 30 days of receipt of notice because it did not come in through our consumer services department. As a result of this incident, we are taking internal measures to correct our process. This includes training the required team members for events that may or may not involve our products. No further information is available at this time. We will provide follow up report if additional information becomes available.